Event description:
It was reported that the renasys go pump was alarming low vacuum. Despite the user turning off and on, checking the dressing and changing the canister, there are no signs of leakage. No harm or injury was reported. The therapy was stopped for more than 2 hours meanwhile another set of renasys go was sent down and the issue was resolved after changing into a new pump.